Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was today pt received the warning message por. Ps reviewed and emailed local field representatives requesting them to contact pt. Pt noted that this was their second ins for the first one worked great and was replaced due to normal battery depletion. Pt noted their current one worked great but they cant use it and their pain level is coming up so they will need a representative help of fixing their ins situation pretty quick. Pt noted without their ins they get edgy and grouchy so they will take tylenol.  See case # (B)(4) for the report of pt had an issue so they had phone number they called and the pt walked them through an issue; pt actually used the phone number twice to call on an issue for it was pretty rare to get an issue with medtronic. Pt thought when they called it was a simple fix like taking the battery out of activation device and putting new batteries in; issues so rare that pt thought they have only had to call 2 or 3 times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported the clinician talked them through the process over the phone and it was successful in restarting it. Everything is working. Patient reported cause believed to be from going through some electro-magnetic device but does not recall going through one.